Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 4mm proximal of the distal markerband and extending approximately 9mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The at most severely stenosed target lesion was located in the at most severely tortuous and at most severely calcified internal arteriovenous fistula. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon burst at less working pressure within few seconds. The device was simply pulled out and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Event description:
It was reported that a balloon rupture occurred. The at most severely stenosed target lesion was located in the at most severely tortuous and at most severely calcified internal arteriovenous fistula. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon burst at less working pressure within few seconds. The device was simply pulled out and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.